Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the wire sheared off. A 330cm rotawire¿ sheared off. There were no patient harm or complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Type of reportable event, adverse event or product problem, outcomes attributed to ae, event date, describe event or problem, initial reporter prefix, first name, last name and occupation updated. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-04415. It was further reported that the target lesion was an 80-90% stenosed, moderately tortuous and moderately to severely calcified middle left anterior descending artery. A 1.25mm rotalink plus was used together with the rotawire. The issue was noted during procedure, inside patient's body. Furthermore, snaring was done to remove the fractured fragment of the rotawire and the procedure was completed with stents and balloons.